Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: keypad is intact with no evidence of peeling or damage. Complaint regarding down key was not duplicated. Tested all keys all keys are responsive. Removed keypad to check for contamination,and it was noted that there was contamination found under up /down/contrast/ok key contacts. It was also noted that display dim/fading . Replaced the fading/dim display and the test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: unable to duplicate the complaint regarding unresponsive keypad. All keys were tested and are responsive. Keypad is intact. With no evidence of peeling or damage. Keypad was removed to check for contamination, which was found under up/down/contrast/ok key contacts. Unrelated to this complaint, the display was discolored/ dim/fading . When replaced with a test display, the test screen was fully functional. Completed the testing with test display.